Event description:
Reporter alleged obtaining discrepant blood glucose values of 78 mg/dl, 51 mg/dl and 42 mg/dl back to back with a result of 60 mg/dl when testing was performed within 10 mins on the advantage system. Reporter stated, at a different time, another comparative test of 44 mg/dl, 43 mg/dl, 37 mg/dl, 48 mg/dl, and 46 mg/dl were performed back to back with a result of 69 mg/dl within 10 mins on the same system. Reporter indicated, he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. A request was made for the return of the suspect device and replacement product was sent.